Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found. A crack was observed in the top housing. The timing and cause of this damage is unknown. No corrosion or evidence of fluid entering the device through this crack was observed. The crack did not affect the device during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, manual injection was administered, changed out the pod and gave a correction bolus.